Manufacturer narrative:
Additional information was received that the patients infection was not device or procedure related and the cause was unknown. It was noted by the physician that the patients hygiene was not great. The patient was prescribed antibiotics.

Event description:
A report was received that the patient was experiencing recurring infection at the midline incision site. It was noted that the patient was getting uncomfortable stimulation due to lead migration. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively,

Manufacturer narrative:
Model number/catalog number:sc-2218-70. Serial number: (B)(4). Batch/lot number: 16362758/16666996. Model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing recurring infection at the midline incision site. It was noted that the patient was getting uncomfortable stimulation due to lead migration. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively,